Event description:
It was reported that the implant was removed due to peri-implantitis at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to peri-implantitis. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.